Event description:
During an in-clinic follow-up, the longevity of the leadless pacemaker (LP) was shorter than anticipated. Premature battery depletion is suspected. No intervention has been performed, although a device replacement is anticipated. The patient is stable.